Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician encountered difficulty placing the right ventricular (rv) lead, as the lead exhibited high thresholds and impedances. Upon removing the lead, the physician noted that the helix was bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.